Event description:
Event description guidant received information that during a normal follow-up, this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated using radio frequency (rf) telemetry. Interrogation was successful with inductive telemetry, at which time the device exhibited a warning indicating it was operating in storage mode. Memory indicated the crt-d had reached a battery status of elective replacement indicated (eri) approximately two months post-implant, and end of life (eol) one week later. The patient reported diaphragmatic stimulation, corresponding to this one week time period, which then stopped abruptly. The patient also noted swelling and a warm sensation around the device; however, swelling was not confirmed during the follow up examination. This crt-d was successfully replaced and returned for analysis.